Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info = 03).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 220 mg/dl at the time of the incident. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. The insulin pump will be returned for analysis.